Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system geometry was unavailable. Review of system log files service error: voltage error on output 24v1 bank-a r-cab. Upon troubleshooting, fse found that there was low voltage power supply in the r cabinet defective. The philips engineer replaced low voltage power supply. Upon failure analysis, power supply defect was confirmed as no leds were burning. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system failed to boot up successfully. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the device onsite and installed a new low-voltage power supply. The device was returned to expected functionality.